Event description:
It was reported that the 9800 system displayed a " filament regulator fail" error and then several "hi ma" errors when the system was very warm. System was used later in the day, for the same study, and worked as intended. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.